Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. A decrease in sensing was found. Lead was explanted and replaced.